Event description:
It was reported that a patient underwent a CABG procedure on (B)(6) 2025 and suture was used. The surgeons have experienced a number of instances where the suture breaks at the needle during a CABG procedure. The suture in question code 8702h were all from lot 105 lq1. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 10/14/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested the following was obtained: did the reported issue contribute to any patient adverse consequences? No - it was reported that 108 products are involved. Could you please confirm how many devices demonstrated the alleged deficiency? I was told the surgeons have had a number of instances where the suture breaks at the needle. - what is the total number of procedures involved? Not available have any of these events been previously reported to ethicon? If so, could you please provide the corresponding reference number(s)? No this is the first time this has been reported. Could you kindly perform the follow-up attempt for the product return? Please ensure that the shipment tracking number is provided ¿ unfortunately, the sutures that were reported to have been defective could not be saved. The sutures from the same lot# were quarantined and returned to markham with the (B)(4) attached. (B)(4) eaches I am told please provide the source or name of person providing answers to follow-up questions: (please refer to the attached mail). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.